Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left anterior descending artery (lad). A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres for 5 seconds, the balloon ruptured near the tip part. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported, and the patient condition was good post-procedure.